Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Mc1vr01-delsys. Product event summary: the full delivery system was returned with the device not attached to the tether or the delivery system. The lumen of the delivery system was torn. The tether of the delivery system was broken/pulled apart/cut. Blood was observed in the lumen of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. Blood was observed on the tether tube of the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 28-apr-2020 / serial#: (B)(4), return date: 12-dec-2019. Device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 28-nov-2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), the delivery system tether string broke while the physician was attempting to recapture requiring subsequent snaring of the leadless ipg. The leadless ipg was not used and was replaced. No patient complications have been reported as a result of this event.